Event description:
Boston scientific received information that when this pacemaker was checked it showed a battery life of two years but had reached elective replacement indicator (eri) after a few months and the physician asked if the device was sent for analysis. Additional information from the field representative confirmed that the pacemaker reached elective replacement indicator (eri) and was explanted. Per boston scientific crm product performance report, this device met its labeled longevity. The pacemaker is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.